Event description:
The customer reported unexplained high blood glucose for the past day. The customer glucose reading at time of call was 481mg/dl. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and passed. While the customer was on the phone, she became ill and started vomiting. A customer's family member picked up the phone and stated going to take customer to the hospital due to high blood glucose. Advised the family member to have the customer discontinue use of the insulin pump and revert to back up plan. It was stated that the customer inserted her infusion set the night before. It was stated that the customer does not have a site rotation method. Explained rotation method options for abdomen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.